Manufacturer narrative:
Unit passed displacement test, sleep current test and active current test. Low battery alert less than 1 week not confirmed. Unit failed selftest due to lack of vibration. Loss of vibration isolated to harness assembly vibrator due to corrosion.

Event description:
Customer reported via phone call that the insulin pump had battery issue. Customer blood glucose level was 256 mg/dl. The device will be returned for analysis.